Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-november-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the picking up mechanism on the hybrid arm, replaced the cprb circuit board, and performed all hybrid arm alignments. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for error 4273 hybrid cup tramsfer z axis home not found was the hybrid arm picking cup mechanism.

Event description:
On (B)(6) 2015, a customer reported error 4273 hybrid cup transfer z axis home not found with the aia-2000 analyzer. The customer is unable to run lhii, fsh prl, and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting lhii, fsh prl, and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.